Event description:
It was reported that three days post-implant, the patient started noticing changes to the implant site. She went to her healthcare provider¿s office the next day and was diagnosed with an infection. Three days later, the device system was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0sq99, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. (B)(4).

Event description:
Additional information received from the consumer reported that the patient did not have concerns with their device/therapy.